Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: disturbance of the esg-400 due to interspersed electromagnetic interference fields the user actuates the foot switch while the device is booting. Defective foot switch due to short circuit in the plug . Defective footswitch due to defective reed contact . A defective cable connection between high voltage power supply (hvps) board and generator board . A defective cable connection for the output signal between the generator board and the relay board . A defective transformer (tr1) on the generator board . A defective current transformer on the generator board. A defective impedance transformer on the generator board . A defective peak rectifier on the generator board . A missing drive signal for the output stage of the generator board . The output voltage is too low due to bad switching of the hf output stage on the generator board . The supply voltage from hvps board is missing or too low . A defective hvps board due to a short circuit of the mos transistors. In such cases, the user may sometimes observe popping noises or flashes. . A defective motherboard due to a short circuit of the ntc1 resistor . A defective motherboard due to a defective adc . Defective transient-voltage-suppression (tvs) diode on the relay board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: electrosurgical system generator; 510(k): k203682; product code: gei. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displayed error code 433 due to a defective high voltage power source board. The evaluation also found the bipolar socket in the front panel was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high-definition unit "esg-400" displayed error code e433 (internal software or hardware error). The issue was found during maintenance. There was no procedure involved and there were no reports of patient harm.